Event description:
It was reported that the patient was seen for a nurse visit due to an emergency backup battery (ebb) fault alarm. The ebb was replaced. The ebb fault alarms continued. A self test was then done and the ebb fault alarms continued. The system controller was then exchanged. This resolved the ebb fault alarms. The system controller and ebb would be returned. The log files weren't available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were not reproduced during testing. The returned system controller was functionally tested and found to operate as intended during analysis. The system controller operated a mock loop for an extended period during testing and no issues or atypical alarms active. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The system controller event log file contained data spanning approximately 6 days (18:43:39 on 07mar2025 to 11:11:30 on 13mar2025 per the timestamp). From 20:01:44 on 12mar2025 until the system controller was shutdown at 11:11:30 on 13mar2025 after being exchanged, a backup battery fault alarm was active due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. This alarm briefly cleared between 10:04:37-10:04:38 and at 10:40:10 on (B)(6) 2025 as the backup battery was temporarily uninstalled. Prior to the controller shutdown, the driveline had been disconnected from the system controller at 11:11:10 on (B)(6) 2025 to exchange the controller. The pump maintained a speed within the expected range while the driveline was connected. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The relevant sections of the device history records the heartmate 3 system controller, serial number: (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.